Event description:
It was reported that during a stenting treatment procedure, the wallstent was longer than anticipated. The expected length of the wallstent was 105 mm. The physician is of the opinion that it was actually 150 mm when fully deployed. Vessel size was measured at 8.5 mm. The vessel had been predilated with an 8/40 balloon. The patient is reported as 'ok' following the procedure; no patient injury or complications were reported.